Event description:
It was reported that a monofocal intraocular lens (iol), model zcb00 was planned to be used but had to change to a 3-piece iol. It was learned that surgeon implanted the suspect iol on the left eye. However, due to a broken capsule from previous damage to the eye the doctor resulted in performing an anterior vitrectomy and successfully implanted a 3-piece lens. It was stated that there was no product quality issue in the suspect iol. No patient injury reported. No other information was provided.

Manufacturer narrative:
Section a4: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 (to capture unplanned vitrectomy). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.